Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the results of the approved final investigation. Updated fields: d4, d8, d9, h2, h3. Corrected fields: e3, g2 (user facility and foreign only), h8. The device was returned to olympus for inspection, and the reportable malfunction was confirmed; the insulation insert has broken into several fragments. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported during a therapeutic cystolitholapxy procedure the tip of the resection inner sheath broke into small pieces intra-operatively. The pieces fell into the urethra and were removed with a biopsy forceps. The total time of the procedure was fifty minutes. The customer noted they could not estimate how long the procedure would have been if the event did not happen. The patient was under general anesthesia at the time of the event. The procedure was completed by using a cystoscope and biopsy forceps to retrieve the stones from the bladder instead of the resectoscope and stone punch. The customer also reported the device was a new instrument, so it was unlikely to be wear and tear, and no excessive force was used either. There was no patient injury at the time of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.